Event description:
Reporter alleged obtaining a discrepant patient blood glucose result of 38 mg/dl back to back with a result of 141 mg/dl when testing was performed 2 minutes apart on the inform system. Reporter stated she did not have patient information, serial numbers, or lot numbers associated with the event and system. It is not known whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.